Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the biomed revealed that a burnt power cord was observed while the machine underwent preventive maintenance (pm). No smoke was visible, no flames or sparks were observed, and no burning smell was present. No other component damage due to excessive heat was identified. The biomed replaced the power cord/plug which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008t hemodialysis (hd) machine had a burnt power cord at the molded end inside the plug. The plug was the original system component. The burnt power cord was observed while the unit underwent preventive maintenance (pm). Therefore, there was no patient involvement. No smoke was visible, no flames or sparks were observed, and no burning smell was present. No other component damage due to excessive heat was identified. The biomed replaced the power cord/plug which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for physical evaluation.